Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude measurements and increasing thresholds due to unknown reasons. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.